Event description:
It was reported, a patient's right ventricular (rv) lead presented with variable sensing, and dislodgement. Confirmed via x-ray. The lead was capped and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.